Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. Follow up will be sent in as soon as internal report is available. If no further info is available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4) health authority. User's narrative: peridural catheter used for postoperatory analgesic therapy. Positioning the catheter took around 10 mins. Catheter was left in situ for about 3 hours. Then catheter was removed because it was no longer possible to inject drugs. That was due to a narrowing of the catheter itself, this narrowing was caused by the fact that the catheter had to be slightly stretched to be made straight, from the packaging position and shape. It was, therefore, necessary to turn to endovenous analgesic therapy.